Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient alleges that their replacement device was not working and was not powering on. The patient brought the device to their dme. The dme used a new power cord to test the device because the previous cord was damaged. The device started smoking at the device connection. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and pil observed potential rust and corrosion on the dc jack power cable (p4) of the device. Pil replaced the original p4, then initiated therapy with the device and verified airflow. No further ringing sounds were observed. Potentially, the ringing sound observed by the pil was caused by a damaged or defective blower motor. Additionally, the tip of the dc power cord was damaged, inv1023 addresses the issue of the liquid ingress to the p4. Dust like contamination on the ui panel, the top enclosure, the accessory module slot, the rear panel, the bottom enclosure, the air inlet of the blower box, the blower box, the blower box cap, the blower motor, the blower outlet seal, the blower isolators. Unknown yellow residue on the keypad between the therapy and ramp buttons. Scuff-like mark of unknown black contamination on the control dial of the ui panel. Mark of unknown grey contamination on the bottom enclosure. Spots of unknown brown contamination on the bottom enclosure. Unknown brown residue on the bottom enclosure and the dc jack color insert. A small dent on the bottom enclosure, potentially because of user mishandling. Unknown residue on the top enclosure. Unknown yellow residue on the top enclosure. Unknown black particle contaminants on the ui panel, the bottom enclosure, the flow sensor seal, the blower box, and the rear panel. Unknown black and brown particle contaminants on the bottom of the blower box and on the bottom enclosure. Unknown brown residue on the rear panel and the bottom enclosure, where the dc jack power cable is seated. Potential dried liquid spots or mineral deposits on the blower motor and in the blower box, indicating potential liquid ingress. Pieces of unknown yellow contamination on the blower outlet seal. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 (v01). There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint, however pil was not able to use the damaged power cord and dc jack power cable along with error logs. Risk tag ER 2219697 (v26) associated with this mode of failure: irrit02, irrit03, infect01, infect02, inter01, shock02. The results of this investigation do not impact the calculated risks.